Event description:
The track mounted light separated from its carrier unit causing the light and part of its assembly to fall onto the pt hitting pt in the groin area. The tube arm is installed into the carrier, and is secured with recessed hex set screws and a rolled pin is inserted through the aligning holes. The rolled pin was installed through the first hole but not driven through the mating tube support holes. Over time the set screws were not enough to maintain holding the light into its correct position.